Event description:
It was reported that increased threshold, loss of capture and no sensing were observed. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Event description:
It was reported that increased threshold, loss of capture and no sensing were observed. Noise was also detected. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.